Event description:
It was reported that the device was attached to an infusion pump and a "high pressure alarm" kept occurring. No known adverse effects to patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination and found no discrepancies. During analysis, the cadd cassette was connected to the cadd legacy to look for unusual functions; it was fully primed and connected without difficulty, the pump was set running and the alarm was not activated. Root cause of the event could not be determined since the complaint was not confirmed due to the fact the sample was tested and the alarm was not activated. Based on the evidence, the complaint was not confirmed, and the no fault was found.